Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant. During the procedure the sensing was not good, and the lead was repositioned. The helix of the lead subsequently would not extend normally. The lead was exchanged, and the procedure was successfully completed without adverse effects. The lead was returned for analysis.